Manufacturer narrative:
An injector sample was not received at the manufacturing site for evaluation for the report of the injector peeling; therefore, the condition of the product could not be verified. Photos provided by the customer were reviewed by the manufacturing site. The three photos show three different sections of the injector, showing anodized titanium with excessive wear and some discoloration. The reported issue of peeling could not be confirmed from the photos. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot. The handpiece injector was manufactured in january 2017. A sample was not received at the manufacturing site; however the customer did provide photos. The photos could not confirm the reported issue of peeling. The injector handpiece is made out of titanium and has a natural gray surface color. A process called anodization is used to produce a surface coloration of the titanium. The color of the titanium is achieved by an anodization process which adjusts the oxide level of the titanium surface in a controlled oxidization reaction. The color is created by submersing the titanium piece in a solution and applying a current to the titanium metal surface, which changes the refractive property of the metal resulting in the desired color. Anodized titanium is not a coating that could peel. The provided photos did confirm excessive wear and some discoloration. The root cause for the discoloration reported as peeling cannot be determined from the evaluation performed. Information provided indicates that the customer scrubbed the handpiece during cleaning. The anodized color of the titanium is a surface coloration that could be removed by scrubbing with an abrasive material. A possible cause for the discoloration is handling by the customer during the cleaning process. Per the product dfu, the handpiece is to be cleaned prior to and after each use, viscoelastics or debris should not be given time to dry before cleaning, and cleaners and detergents are not recommended, but the construction of the injector is compatible for them. Hydrogen peroxide may cause discoloration of the handpiece. Proper cleaning of the injector is as follows: the injector is to be soaked for 5 minutes in water, flushed for 5 seconds using tap water and a soft brush to remove any viscoelastic or cellular debris, then the injector is to be ultrasonically cleaned in water for 5 minutes and finally rinsed with distilled water for 15 seconds. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the blue coating on the outside of a handpiece injector was peeling. The peeling was found prior to use and was not used on a patient during a procedure. Additional information was requested.